Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer air dermatome ii had paint that was bubbling on the handpiece and the width plates. This was found during the cleaning process. The hospital has two air dermatomes ii and they are used equally. Only one of the two devices has this problem. They handwash the unit and attachments before placing it in the automated washer steam sterilization machine at the recommended temperatures and cycles per the IFU that was provided with the device. They are not sure how long the device has been damaged, but again they have been following the proper cleaning and sterilization instructions. There was no pt harm or delay reported.